Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2017-01685. The patient reported she had not used her system for months due to ineffective pain relief. Surgical intervention may be taken to address the issue.

Event description:
Device 1of 2: reference MFR. Report: 1627487-2017-01685. Follow-up identified the patient underwent surgical intervention on (B)(6) 2017 to explant the entire system.